Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a first intention intervention, the incorrect positioning of the femoral implant in the blister caused complete drilling of the protective foam and the inner film of the blister. The film of the outer blister is only partially "effracted." Since no other implant was available, the device with damaged packaging had to be implanted. There is therefore a potential risk of infection.

Manufacturer narrative:
The complaint states during a first intention intervention, the incorrect positioning of the femoral implant in the blister caused complete drilling of the protective foam and the inner film of the blister. The film of the outer blister is only partially refracted. Since no other implant was available, the device with damaged packaging had to be implanted. There is therefore a potential risk of infection a complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.